Manufacturer narrative:
Citation: blanco, f. Md et al. Experience with percutaneous aortic valve implantation in patients with severe aortic stenosis at high surgical risk in a rural community. Argentine journal of cardiology (2019) ;87:310-312. Doi: 10.7775/rac.v87. I4.13893 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes in high surgical risk patients after the implant of a transcatheter. All data were collected from a single center between december 2010 and april 2019. The study population included 51 patients (predominantly female, mean age 78 ± 6 years). Patients were implanted with either a medtronic corevalve, evolut r, or a non-medtronic tav. No serial numbers provided. Among all patients, adverse events included: left bundle branch block (lbbb), complete heart block (chb), first degree heart block and the implant of a permanent pacemaker. Other adverse events included vascular complications and cardiac tamponade treated with a pericardial drain. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Corrected information: all data were collected from a single center between (B)(6) 2016 and (B)(6) 2019. The incorrect dates of data collection had been submitted on the initial report. Additionally the article noted that thirty-one of the fifty-one patients had been implanted with an evolutr valve. Additional information received from the author stated that the medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.